Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot numbers. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: nx053z (aesculap ag reference no. (B)(4); 9610612-2025-00097). Nx011z (aesculap ag reference no. (B)(4); 9610612-2025-00193). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4)). Nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5: description updated. D10: involved components.

Event description:
Update: associated medwatch reports: nx053z (aesculap ag reference no. (B)(4); 9610612-2025-00097), nx011z (aesculap ag reference no. (B)(4); 9610612-2025-00193). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4)), nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)), nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)).

Event description:
Update: there had been postoperative stiffness in 2022. On (B)(6) 2023, replacement of the gliding surface in the left knee was performed. Associated medwatch reports: nx053z (aesculap ag reference no. (B)(4); 9610612-2025-00097). Nx011z (aesculap ag reference no. (B)(4); 9610612-2025-00193). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4)). Nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5 - description updated. B7 - patient medical history.

Manufacturer narrative:
Additional information: b5 - description updated. D10 - involved components. H6 - codes updated. Investigation results: the complained medical device was not available for investigation. Therefore the investigation was based upon event description, batch history review, historical data analysis, and review of pictures. The provided pictures did not provide further information. The gliding surface did not appear to be damaged in the pictures. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the lot number. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
Update: associated medwatch reports: nx053z (aesculap ag reference no. (B)(4); 9610612-2025-00097); nx011z (aesculap ag reference no. (B)(4); 9610612-2025-00193). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4)); nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)); nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: a2: date of birth. D2: common device name. H6: codes updated. The product was not returned. The investigation was based upon event description. Batch history review: a batch history review could not be performed because the lot number could not be identified. No additional information has been received from the market. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information and without the product for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: a2 - gender b5 - description updated b7 - medical history d2 - common device name, product code d4 - material data d6 - implant and explant date d10- involved components g4 - 510k h4 - manufacture date h6 - codes updated.

Event description:
Update: additional information was received. The product code was updated to nx053z - as vega ps tibial plateau cemented t2. Additional materials were added. Implantation of vega knee system, left knee, was performed on (B)(6) 2022. Revision to non-aesculap system occurred on (B)(6) 2024 due to loosening of femur and tibial component. Associated medwatch reports: nx053z (aesculap ag reference no. (B)(4); 9610612-2025-00097). Nx011z (aesculap ag reference no. (B)(4); 9610612-2025-00193). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4)). Nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)).